Event description:
This event is reportable based on analysis completed on (B)(4) 2011. It was reported the coolpath catheter was functioning properly at the beginning of procedure but after approximately 20 lesion applications with the catheter, there were temperature readings on the generator of 70 degrees celsius with 1 watt of power. The generator would shut off with an "ee" error message. The catheter was exchanged and the procedure was completed with no consequences to the patient. Investigation of the returned device revealed a handle leak.

Manufacturer narrative:
Visual inspection revealed no anomalies. Functional testing confirmed pressure dropped during leak testing. Water was pushed through the catheter lure lock toward the tip using a syringe and came out through the catheter handle. Investigation confirmed a leak in the handle of the catheter caused by the lumen breaking at the edge of the catheter handle in the protecting tube. The saline entered the catheter connector and created a conductor wire short which resulted in the reported error message on the generator. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. A quality improvement project was initiated to address this issue.